Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with cracked case at the display window corners and with minor scratched lcd window.

Event description:
The customer reported via phone call that she had a radio frequency programmable integrated circuit self test on the insulin pump. Customer stated that the alarm happens every day at the same time and it first occurred a week ago. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer stated that a temp basal was not programmed before the alarm occurred. Customer took the pump off and she normally throws the pump on her bed, but it missed the bed and hit the bedframe. Customer stated that since then the error has occurred. Customer's last blood glucose was 148 mg/dl. Customer stated that the alarm has happened every day for the last 2 weeks. Customer stated that the pump works fine but she is not able to connect to the meter. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.